Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The lead was returned with dried blood on the helix and within the sleevehead. The lead was returned with dried blood on the helix and within the sleevehead. Dried tissue/body fluid in the sleevehead prevents the helix from extending and retracting. This is not a lead failure. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not extend. The lead was replaced. The second lead could not be fixed well and dislodged. Additionally, the physician could not get the second lead into the target position due to the patient's vessel condition. The second lead was also replaced. No patient complications have been reported as a result of this event.